Event description:
The customer contact reported the pt rec'd more medication than intended. On an unspecified date the device was programmed to deliver dilaudid 1 mg/ml, in the pca only mode, with a 0.2mg pca dose, an 8 min pt lockout. After 5 hrs, the device began alarming at that time. At this time the nurse noted that the syringe was empty. The customer contact stated a "complete vial of 20ml infused in 5 hrs." Therapy was discontinued. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The pump history was downloaded at the user facility. A review of the most recent activity on the history indicated that on an unspecified date, at 6:49am the device was powered on and was programmed in the pca mode with a 0.2mg/dl drug concentration, a 0.2mg pca dose, and an 8 min lockout. Between 6:58am and 12:02pm there were 18 pt initiated doses and 14 denied pt demands. At 12:12pm, an empty syringe alarm occurred. Between 12:13pm and 12:29pm, the door was opened 13 times and locked 12 times, there were 6 vial alarms, 7 check syringe alarms, 7 injector alarms, 7 empty syringe alarms, and 9 check set alarms. Additionally, at 12:29pm, the pump was reprogrammed with 1mg/ml drug concentration. At 12:30pm, there was a vial alarm, check syringe alarm, injector alarm, empty syringe alarm, and the door was locked. At 1:03pm, the door was opened, the pump was powered off. Review of the pump history indicates that the pump delivered as programmed.